Manufacturer narrative:
Document review: gmk trial femur size 2 left: ref. 02.07.10.0232 / lot 096240 ((B)(4) devices produced). No anomalies found related to the coupling with the femur pegs drill. Femur pegs drill - hudson coupling: ref. 02.07.1074 - lot 108038 ((B)(4)devices produced). No anomalies found related to the coupling with the trial femur. The failure mode is unlikely to cause pt harm, even if it can lead to add'l steps to fix the problem.

Event description:
Imp ref # (B)(4).